Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user in training experienced difficulty attaching pump connectors because the protective case obstructed proper engagement, and the connector would not seat until the case was removed; once aligned without the case, the connector twisted on correctly, but performance remained inconsistent when the case was reinstalled, and replacement connectors were shipped. Symptoms included no adverse clinical effects and no blood glucose impact. Outcomes included no alerts or alarms and no medical intervention or hospitalization. Investigation included telephone troubleshooting and user education. Investigation of this case revealed that case interference likely prevented full connector engagement. It was concluded that the event was due to user interface and accessory fitment issues rather than a device malfunction.